Event description:
A consumer reported that following bilateral intraocular implant (iol) surgery approximately 1 year ago, her vision is "blurry at near and far as well as lights at night are big. I am unable to drive at night." Additional information was received from the surgeon on indicating the patient has dry eye syndrome. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for blurred vision near and far. File also indicates a failure to follow the dfu by the use of an unqualified viscoelastic in the cartridge. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).